Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise resulted in oversensing.